Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. On the next day, computed tomography (CT) revealed that two legs of the filter appeared be penetrated the inferior vena cava wall, one in the posterior retroperitoneum adjacent to the spine, the second slightly more anterior in location close to the third portion of the duodenum. There was no surrounding hematoma. There was some tilt of the filter related to the penetration which would make a retrieval more difficult and there was a risk filter leg breakage at the time of the retrieval for the two legs that penetrated the inferior vena cava wall. The patient reportedly experienced abdominal pain. Approximately seven years and nine months later, computed tomography (CT) revealed that the filter originally had 12 legs that were visible and now there are 10. At least one strut and possibly 2 within the right ventricle. Linear density overlay the right heart, potentially associated with the region of the interventricular septum. This potentially represents a strut from the filter. Approximately two months and twenty-two days later, the patient presented for filter retrieval, the right internal jugular vein and common femoral artery was accessed using real-time ultrasound guidance. The tract in the right internal jugular vein was dilated up to 16-french and a 16-french sheath was advanced into the inferior vena cava. The right common femoral vein tract was dilated up to 14-french and a 14-french sheath was advanced into the inferior vena cava. The catheter was then exchanged for the filter retrieval sheath. A snare was in an attempt used to engage the top hook of the filter. Multiple attempts to engage the hook were unsuccessful. A balloon was inflated from the inferior sheath access which was similarly unsuccessful and this lodging the filter from the wall of the inferior vena cava. Endobronchial forceps were then advanced into the inferior she and attempts were made to dissect the filter from the wall. At this time a rim catheter was advanced beyond the filter from the internal jugular access and a 0.035-inch glidewire was snared through the same access and pulled through creating a sling around the inferior vena cava filter. Multiple attempts to close the superior sheath over the filter using strong tension were unsuccessful. An additional attempt at balloon angioplasty from the superior access gave significant space between the hook and the inferior vena cava wall and the superior sheath was able to be advanced over the inferior vena cava filter which was then removed. Successful retrieval of filter from the inferior vena cava. Approximately one month and twelve days later, computed tomography (CT) revealed that there was a retained filter limb embedded in the right ventricle along the inferior septal wall near the apex, similar in position when compared to the fluoroscopic image immediately post filter removal. Therefore, the investigation is confirmed for alleged filter limb detachment, retrieval difficulties and perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for alleged filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiration date: 07/2013), (device: (B)(4)).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts detached and perforated into organs. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. Reportedly, the two detached struts are lodged in right ventricle of heart. The patient experienced chest discomfort; however, the current status of the patient is unknown.